Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported a tampon fell apart leaving pieces inside that she discovered a day later. She went to the doctor after experiencing symptoms of an infection.